Manufacturer narrative:
This report is submitted on 6 january 2021.

Manufacturer narrative:
It was reported that the device was explanted (date not reported). This report is submitted on 13 august 2020.

Manufacturer narrative:
This report is submitted on july 16 2020.

Event description:
Per the clinic, the patient developed a rash and infection at the implant site and was subsequently treated with medication (type not reported); however, the issue could not be resolved. Subsequently, the patient was hospitalized for a duration of 15 days and treated for the infection. 3 months following treatment, the patient was hospitalised a second time and underwent revision surgery to clean the wound due to recurrence of the infection (date not reported). Following the procedure, the patient experienced thinning of the skin flap and discharge resulting in the implant becoming partially exposed. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report, (B)(6) 2020.